Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v565966, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was noted that the patient programmer was not working. It was noted that the patient programmer showed a screen with a circle and two arrows. It was noted that the patient's device was getting a "shock" but it was unclear what this meant.

Event description:
It was reported that the health care provider was unable to adjust stimulation. The patient was supposed to be 'adjusted every 72 hours' but they hadn't been able to communicate since sunday. It was reported a power-on-reset (por) condition occurred. The message had been occurring since the date of report. The patient was not having any symptoms. It was noted the patient was in an assisted living facility. Additional information has been requested but was not available as of the date of this report.